Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, although a definitive root cause could not be determined, it is likely a noise occurred due to corrosion of the scope connector, preventing image display. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope was noisy and had no image. There was no patient involvement.